Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissros instrument was dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors did not cut cleanly through .006 latex, when placed on an in-house system. The latex got snagged at the scissor tips, negatively affecting cut performance. The electrical continuity test was performed and passed. Failure analysis investigation also found pad printing removal. The pad printing has various scratch marks with light material missing. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.